Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.